Manufacturer narrative:
During failure analysis the customer's complaint was confirmed; the device overheated during performance testing. Visual examination revealed worn/damaged motor, rotor, drive shaft and spindle housing. Rotor rob, damaged motor cartridge and spindle housing were identified as the probable cause of the failure. The rotor coupler transmits torque to the drive shaft, as a result, any failure of the coupler can cause the drive shaft and the rotor to stick. This can lead an increase in friction between the moving components thus resulting in increased heat production as described by the customer. The damaged parts were replaced and the device was repaired and returned to circulation.

Event description:
The stryker core impaction drill was sent in for eval due to overheating during a procedure. No adverse consequence was associated with the device; the procedure was completed with another device without any delay.